Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the device history record found a non-conformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. As received, no visual anomalies were noted that could have contributed to the complaint of discomfort. Autotest results for the ipg revealed the pcb functioned normally when powered by an external power source. However, the header was found to be oversensed causing intermittent contact on channel 8. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2004. It was reported that his ipg site had become painful over time. As such, the device was removed. The pt's lead remains implanted. F/u on this matter found that the discomfort at the ipg site has resolved as a result of the surgical procedure.